Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site or charge nurse, a.c., registered nurse (rn). On (B)(6) 2015 a medtronic representative, following-up at the site, reported all four screws were off bilateral to the right approximately 5 millimeters. Accuracy check points were good throughout the case. Inaccuracy was noticed on post-screw spin. There was no delay of therapy. The surgeon made the decision not to revise the screws because they tested safe on impedance. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. There were no further details of the issue, or specifics as to where in the procedure this occurred. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.